Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log file confirmed low flow hazard alarms as well as a driveline disconnect event that resulted in a pump stop; however, a specific cause for these findings could not conclusively be determined through this evaluation. The submitted log file contained relevant events from 14apr2023 through 04may2023, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file. Additionally, a driveline disconnect event was captured on 03may2023, resulting in a pump stop. The driveline remained disconnected for the remaining duration of the file. No other notable events or alarms were captured. The pump appeared to function as intended while the driveline was connected. The account indicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This sectiona also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 2 of the IFU, "system operations", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was found deceased. The cause of death was unknown. Log files revealed low flow hazard events between 14apr2023 and 04may2023. A driveline disconnect alarm was noted on (B)(6) 2023 at 1:15 am. Related MFR# of the system controller 2916596-2023-03762.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023.